Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone, the insulin pump wasn't working. The piston is protruding out through the reservoir compartment and the device is not turning on. Customer's blood glucose was 192 mg/dl. Customer was unaware how damage occurred as she clips it to her bra. Customer stated the drive support cap appeared to be normal. The device had a blank display and customer was unable to perform displacement test or self-test. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump received with blank display due to moisture damage on electronic assembly. The insulin pump had moisture damage on motor assembly. The insulin pump was unable to verify for motor sticking out anomaly from reservoir tube due to blank display. No cosmetic damage noted.